Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the mid and distal left anterior descending artery (lad). A 1.25 mm rotapro was selected for rotablation. Prior to the procedure, during unpacking of the rotapro catheter, a severe kink was observed in the shaft at the transition to the handle, and the drive shaft was found to be broken and detached. The procedure was completed with an alternative device. There was no patient complications reported, and the patient was fully recovered.

Manufacturer narrative:
Device history review: a review was completed of the device history records (DHR) for the rotapro, part # h749394671250, batch #0036800523. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the returned product consisted of a rotapro atherectomy system. Visual inspection identified separation of the sheath at the burr housing strain relief. In addition, the coil was kinked and detached approximately 2 cm distal to the burr housing strain relief. Inspection of the remainder of the device identified no additional damage or irregularities. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotapro device confirmed that the event of 'drive shaft break' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. The reported event stated that device kinked, and detachment were observed during unpackaging; product analysis confirmed the reported events, as the sheath was separated and the coil was kinked and detached. Within the reported events, it is indicated that the device was found damaged during unpackaging, but no damage was present to the product packaging to suggest an issue during transport or storage of the device. The DHR review indicates that the device was manufactured per specification, and inspection steps are in place during the manufacturing process to identify damages such as kinks or detachments prior to distribution. As there is no indication of a device damage or defect prior to distribution and no packaging damage was present, it was considered unlikely that the reported device damages occurred prior to distribution. Without an indication of damages occurring prior to distribution, no indication of packaging damage to suggest potential mishandling during transport or storage of the device, and the reported events indicating that the event was discovered upon unpackaging, it was considered most likely that the reported events and identified damage to the device occurred due to unintentional, inappropriate handling of the device during unpackaging.

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the mid and distal left anterior descending artery (lad). A 1.25 mm rotapro was selected for rotablation. Prior to the procedure, during unpacking of the rotapro catheter, a severe kink was observed in the shaft at the transition to the handle, and the drive shaft was found to be broken and detached. The procedure was completed with an alternative device. There was no patient complications reported, and the patient was fully recovered.